Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery caused by another device. The graftmaster 3.5 x 16 mm stent delivery system was advanced but failed to cross due to the anatomy in the mid-right coronary artery that was heavily tortuous, mildly calcified and 100% stenosed. A non-abbott stent graft was used to complete the procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.